Event description:
Customer obtained a beta-human chorionic gonadotrophin value less than 2mlu/ml on multiple samples. Samples were repeated with values ranging from 13000-15000mlu/ml. Urine beta-human chorionic gonadotrophin's were positive. No report of injury to pts.